Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during a robotic laparoscopic procedure bariatric surgery, the stapler had a slight disarticulate at time of stapling. A surgical/ medical intervention was needed - patient had to return to the operating room to close the fistula. The patient's hospitalization was extended to the issue. There was a temporary injury - fistula. Will be an additional operation to correct the issue.